Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to report that they opened the product and found hair in the sealed package. Lot ngkp1684.

Event description:
It was reported that the customer called to report that they opened the product and found hair in the sealed package. Lot ngkp1684.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one unopened (with original packaging), channel drain. Visual inspection of the sample noted upon opening the package a strand of hair was found inside on the tubing. This does not meet specification per ip7600518, revision 21 which states "product must be clean and free from oil or grease or loose foreign matter". A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.